Manufacturer narrative:
The device serial number has not been reported; the manufacturing and expiration dates cannot be obtained without the serial number. The device has not been received for analysis. Without the receipt of the product, a definitive conclusion cannot be made regarding the clinical observations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a medtronic transcatheter valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to aortic stenosis and regurgitation. No other adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.